Event description:
It was reported that the patient became symptomatic after a fusion using screws. One of the screws was placed correctly, but later shifted medially. The patient became symptomatic. No additional information was provided

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.